Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board and ventilator interface board were replaced.

Event description:
The hospital reported that, during a case, the unit experienced a ventilator failure. The clinician reportedly cycled power and resolved the reported complaint. There was no reported patient injury.